Manufacturer narrative:
(B)(4). The event description listed the problem as an inoperative "printed circuit board a", this was corrected to an inoperative "printed circuit board assembly". The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause was determined to be an inoperative printed circuit board assembly (pcba) isocom board for colleague. To correct the condition, the pcba isocom board was replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have an inoperative printed circuit board a (pcba) isocom board for colleague. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.